Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the mid-distal right coronary artery (rca), which had moderate tortuousity, moderate calcification, and 100% stenosis. The otw voyager balloon ruptured during the first inflation at 6 atm. Another balloon catheter was used. Reportedly, there were no pt effects. No additional event or pt info is available.